Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient dropped their phone on their chest and their implantable cardioverter defibrillator (ICD) made a long steady tone. The patient indicating hearing the tone a second time when they were not holding their phone. It was thought that the tones were due to magnet exposure. The patient indicated that their chest was sore and inquired if an ice pack could be used. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.